Manufacturer narrative:
The reported complaint of tubing separation was confirmed on the returned set. During visual inspection, the 60" pressure tubing was received separated from the female luer which is connected to the safeset reservoir. When the tubing pocket was microscopically examined, insufficient adhesive coverage was observed on the tubing pocket. The probable cause of insufficient adhesive coverage on the pressure tubing had occurred due to an error during assembly. A device history lot number review could not be conducted because no lot number(s) was/were identified. D9 device returned to manufacturer on 2/4/2025.

Event description:
The event involved a single transpac® monitoring kit w/ safeset¿ reservoir, 3 way stopcock and 1 blood sampling port where it was reported the line detached from the syringe at a location that is should not. Unknown status of the product at time of the event. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown.